Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of separated was confirmed. Visual examination noted that the tubing was completely detached/separated from the stress member. Small traces of solvent were noted on the separated end of the tubing. Based on the evaluation, broken tubing near the base of the luer stem is due to excessive pulling force applied to the component during filling. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample

Event description:
Baxter (B)(4) received a report that one (1) baxter infusor sv2 was found separated and leaking. The device was filled with 5-fluorouracil. The device was connected to a patient. There was no report of patient injury or medical intervention. No additional information.